Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it is remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case may have been due to patient related factors and the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 19mm aortic valve implanted eight years, 11 months, underwent valve-in-valve procedure due to aortic stenosis. A corevalve was implanted inside the 19mm valve. No additional information was provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10. Device code, 3191 = patient prosthesis mismatch h10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Based on the information received the cause of the event cannot be conclusively determined.

Event description:
Through follow up it was learned the patient underwent valve-in-valve procedure due to critical aortic stenosis and high gradient secondary to patient prosthesis mismatch. A 23mm non-edwards valve implanted inside the 19mm valve. Patient was discharged on post-operative day five.